Event description:
Procedure performed: cholecystectomy event description: the product ca500, was being used in the [hospital]. On (B)(6) 2025, a cholecystectomy was performed by dr. [Name]. When trying to place the clip, it wouldn't close and it cut the tissue. Other instrument used when complaint event occurred was a new epix universal clip applier. There was no clinical impact. Additional information provided by [name] on 03apr2025 (entered by [name]). The clip was being closed over the cystic duct tissue. Yes, the clip closed over thick/dense tissue. Yes, the jaws located completely around the vessel or structure to be ligated. Yes, the jaws torqued on vessel or tubular structure. Yes, the surgeon skeletonized the tissue with the jaws. Yes, a clip was loaded in the jaws while skeletonizing tissue. No, the clip did not fully load into the jaws upon actuation. The doctor did not specify what end of the clip (apex or tip) did not close. No, the instrument was not being used in conjunction with a cholangiogram. Yes, the trigger squeezed "plastic to plastic." Intervention: the device was replaced. Patient status: there was no clinical impact. The patient is stable.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not closing properly. Based on the condition of the returned unit, it is likely that the reported event was caused by the wide handle spacing and the bowed channel support assembly (csa). Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction: h6. Device code.

Event description:
Procedure performed: cholecystectomy. Event description: the product ca500, was being used in the [hospital]. On (B)(6) 2025, a cholecystectomy was performed by dr. [Name]. When trying to place the clip, it wouldn't close and it cut the tissue. Other instrument used when complaint event occurred was a new epix universal clip applier. There was no clinical impact. Additional information provided by [name] on 03apr2025 (entered by [name]). The clip was being closed over the cystic duct tissue. Yes the clip closed over thick/dense tissue. Yes, the jaws located completely around the vessel or structure to be ligated. Yes, the jaws torqued on vessel or tubular structure. Yes, the surgeon skeletonized the tissue with the jaws. Yes, a clip was loaded in the jaws while skeletonizing tissue. No, the clip did not fully load into the jaws upon actuation. The doctor did not specify what end of the clip (apex or tip) did not close. No, the instrument was not being used in conjunction with a cholangiogram. Yes, the trigger squeezed "plastic to plastic." Intervention: the device was replaced. Patient status: there was no clinical impact. The patient is stable.